Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that has been experiencing low blood glucose of 50 mg/dl. Customer does not recall any significant events leading to the error, but said that the low blood glucose happened after a bolus. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.